Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result from a single patient sample run on a vitros 5600 integrated system. Vitros tropi es result = 0.27 ng/ml versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was reported to a physician who questioned the result, and a corrected result was later reported. The customer confirmed that no treatment was started, stopped or altered and that no allegation of patient harm was made as a result of the event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros troponin I es results was obtained from a single patient sample run on a vitros 5600 integrated system. The most likely assignable cause of the event is an instrument related issue, as within-laboratory precision testing was unacceptable. Following completion of service the 5600 system was returned to its expected performance. The investigation determined that pre-analytical sample handling or an unexpected vitros troponin I es reagent performance could not be ruled out entirely as contributing factors.